Event description:
The patient reported that she had a bad episode with nerve pain. The patient was able to increase stimulation on the left side but on the right side when she tried to communicate with the implantable neurostimulator (ins) she saw a "call your doctor" a power on reset (por) message. The patient stated both implants are basically on the same settings. The patient also stated has been having more bladder infections. The patient had 6 bladder infections throughout the past year. Additional information received about two weeks later indicated that the patient still had concerns regarding their device or therapy but was working with health care provider or manufacturer representative. The patient appointment was scheduled on (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_interstim_ins, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).